Event description:
It was reported that on (B)(6) 2011, the remaining longevity of the pump as per elective replacement indicator (eri) was (B)(6). (B)(6) later i.e. (B)(6) 2011, the remaining longevity was (B)(6). The pump was replaced. The drug delivered was lioresal 2000 mcg/ml.

Manufacturer narrative:
(B)(4). Final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1484 ohms. Pump's logs showed an eri, multiple low battery resets, and pump in safe state.